Event description:
It was reported that the pump battery could not be charged. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer switched to 3rd party charging equipment; however, it wouldn't go above 90% charge. Customer declined follow-up.